Event description:
It was reported in a literature article (kamdar, n., young, a. Lead fracture of boston spinal cord stimulator implanted with clik anchor (10763). North american neuromodulation society 19th annual meeting. 2015. 368.) That the patient developed a fracture in their lead anchored with a clik anchor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).